Manufacturer narrative:
This report is being based on the visual investigation and condition of the returned sample. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation was completed and found the fiber was severely damaged. The platinum tip was separated and had blue polymer melted on it, as well as on the white outer. This indicates that the device was inside a sheath or guide catheter when it was being used. The IFU precautions; "use of excessive energy or incorrect positioning of the fiber relative to the sheath has been reported to compromise the integrity of the laser fiber and/or sheath and may result in fragments of a device remaining in the patient or a burn injury". The most likely root cause for the failure is clinician misuse.

Event description:
Vari lase console stopped working during the beginning of the procedure. Catheter was in patient when console stopped and read "cycle error" we shut the console off, by pressing the emergency stop . They looked at the manual and followed the instructions for the emergency key stop. They tried to use it again, and the same thing happened. Had to remove catheter and use vnus rf. No patient injury reported.